Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if issue happened again.